Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00423. The pt received an scs system on (B)(6) 2010, including two percutaneous leads and two lead anchors. It was reported that she is receiving uncomfortable stimulation at the anchor site whenever therapy is initiated. A diagnostic test was performed; however, no impedance issues were observed. Surgical intervention was undertaken to replace the pt's leads and anchors and effective stimulation was recaptured as a result. Follow-up on the pt found no additional issues reported.